Event description:
It was reported that a multiday infusor overinfused. The reported expected therapy time was 24 hours; however, the infusion completed in 18 hours. The reporter stated that this occurred during infusion of 3 ml sandostatin and 9 ml saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: june 8, 2012 ¿ june 11, 2012. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The device was visually inspected and functionally tested. A functional flow rate was performed and resulted in a calculated flow rate of 0.4809 ml/hr and a normalized flow rate of 0.4930 ml/hr. These rates are within the acceptable range of 0.4375 ¿ 0.5625 ml/hr. The reported problem could not be verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.